Event description:
It was reported that (1) device was used during a radical prostatectomy. It was reported by the rep that the ez45b instrument would not fire during placement on dorsal "venius" complex (safety lockout is possible). The surgeon tried to reload and had the same problem. A 3rd reload was tried and had the same results. Another instrument was used to complete the case. There was no consequence to the pt.